Event description:
The customer reported that the insulin pump kept alarming. The blood glucose reading was 312mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller that the device would be replaced and revert to back up plan. The customer mentioned that her blood glucose was low and she was feeling weird; she started eating sugar pills to raise her glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.